Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; repair of tevar-associated type a dissection in the elderly is possible with reasonable morbidity and mortality kornberger a., petar r., el beyrouti h., khalil m., burck I., halloum n., beiras-fernandez a., vahl c.-f. Vascular and endovascular surgery (2018) 52(6) 405-410 doi: 10.1177/1538574418767545. Other relevant device(s) are: vamf3232150. Serial number: unknown, expiration date: unknown, upn # unknown medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of type b thoracic dissection on an unknown date. It was reported approximately 5weeks post index procedure, the patient presented with retrograde aad, contained perforation of the aorta at the proximal end of the stent graft, periaortic hematoma and pericardial effusion. Intervention was completed with another manufacturer's stent graft. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.